Manufacturer narrative:
Microsensor (ID 826631) was returned for evaluation. Failure analysis - unknown film/residue covering sensor area that is not part of the manufacturing process. Icp express read 526. Catheter cut 12cm from sensor exposing internal wires. No testing was possible. The issue of the complaint has been confirmed. Root cause analysis- the root cause could be determined as a mishandling of the catheter.

Event description:
A facility reported a fractured icp sensor (ID 826631). No patient contact/injury, no surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.